Manufacturer narrative:
D10 concomitant product: scd7a39, sonicision 7 dissector scd7a39 39 cm (lot # unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during laparoscopic myomectomy, the first device's blade snapped off into the patient. A second device was opened, and the case continued, but a red error tone began approximately 20 minutes into its use. They proceeded to open three more devices, all of which continued to emit error tones. There was no patient harm/injury.

Manufacturer narrative:
Additional information: b5, d4(expiration date, lot number and UDI), g3, h3, h4, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the dissector had a broken waveguide. The broken piece was returned. It was reported that the component disengaged. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The broken waveguide was due to it being excessively torqued to the side during use. This caused it to come into contact with the clamping jaw and weakened the waveguide. Continued use then caused a crack to propagate until the device failed. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: contact between the active blade and other metal objects (hemostats, clips, staples, retractors, etc.) May result in product damage, such as a broken blade. Pieces of a broken blade may fall into the surgical cavity causing unintended tissue damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during laparoscopic myomectomy, the first device's blade snapped off into the patient. A second device was opened, and the case continued, but a red error tone began approximately 20 minutes into its use. They proceeded to open three more devices, all of which continued to emit error tones. The broken piece was retrieved and removed without the use of an x-ray. There was no patient harm/injury.